Manufacturer narrative:
Updated data: a4. Weight in lbs. B5. A second paragraph was added. H6. Annex a code. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that (B)(6) following the implant of a transcatheter aortic valve, moderate to severe aortic regurgitation was identified as well as calcification of the valve leaflets. Subsequently, the patient was hospitalized. Per the physician, the patient's calcified anatomy contributed to the event. Additional information was received to clarify the moderate-severe regurgitation was moderate-severe paravalvular leak (pvl). Subsequently, the patient was referred to their primary cardiologist/implanter with recommendation for a transcatheter valve explant and surgical aortic valve replacement (savr).

Event description:
It was reported that 1 year and 3 months following the implant of a transcatheter aortic valve, moderate to severe aortic regurgitation was identified as well as calcification of the valve leaflets. Subsequently, the patient was hospitalized. Per the physician, the patient's calcified anatomy contributed to the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.